Manufacturer narrative:
The DHR review confirmed the device was released conforming to product specifications. Review of the livanova complaint database, identified that other similar complaints were recorded from different customers but on different cannula lots in the last year. Investigation suggested the root cause of the reported issue is suboptimal interference between the tip and cannula body. Livanova has launched a CAPA to identify adequate corrective actions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Livanova USA inc has received a report that, while using a sump su-29602 cannula in the patient heart, the tip disconnected and had fallen off. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova manufactures the sump cannula. The incident occurred in united states. A clear photographic evidence was provided at the submission of case. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.